Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: based upon the used condition of the adhesive pad, the device fall off complaint could not be confirmed. Additionally, an investigation did not reveal any substances that could contribute to skin irritation and therefore this complaint is not confirmed.

Event description:
Patient had about a total of 10 v-go devices fall off. Patient stated the v-go was placed on her arm and the first time this happened was about two months ago then again on (B)(6) 2020. Patient stated v-go fell off after 12 hours of application, she also stated she was sweating at the time the v-go falling off.